Event description:
It was reported by the patient's spouse that there was an "issue with the leads which is compromising the pacemaker function." The patient's physician was contacted to clarify the issue but the patient has not followed up with the physician. No allegations of device or lead issues received from the physician's office. The system remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.